Event description:
Pt #2 of 2 - 10 days later: continuing problems with anesthesia machine. During 2nd hour of the case, the ambu bag of narcomed 6000 increased in size by about 50%. Pt was assessed and when attempting to switch to manual ventilation electronically, the machine did not allow the switch. Showed on the screen as "failure #34." Bag deflated, put back and again hyperinflated. When attempted to restart machine, it did not go past step #3 and showed "piston failure."

Event description:
Pt #1 of 2: continuing problems with anesthesia machine. After induction, ventilation started and anesthesia machine malfunctioned. Unable to give any gas, including oxygen. Ambu used. Ventilator override button also pressed for manual function and kept alarming. Circuit breakers were reset to restart machine and it functioned. Pt was not harmed.